Manufacturer narrative:
MDR 1219913-2023-00004 was initially filed on 2023-01-05. Additional information on 2023-03-17: siemens has concluded the investigation. A customer from outside the united states reported observation of reproducibly elevated atellica im ca 19-9 results for a female patient which were discordant relative to alternate-method testing and other clinical indications. It is noted that the same sample produced results >700 u/ml when tested with two different reagent lots of atellica im ca 19-9, indicating that the issue is not a lot-specific problem. 10-fold sample dilution produced a result of 329.3 u/ml, indicating an elevated 3,293 u/ml native concentration. When this sample was tested using a heterophilic blocking tube (hbt), the result was still >700 u/ml. There is no indication of a cancer diagnosis for this patient based on computerized tomography (CT) scan and ultrasound; the patient was tested to investigate a pancreatic issue. It is noted that, although lower than the observed atellica im ca 19-9 result, the alternate-method result is still above the normal range for that assay. Siemens reviewed the provided quality control (qc) data and found no evidence of a problem. There isinsufficient remaining sample material to allow additional testing by siemens. Siemens could not determine the specific cause of the observed elevated results, but pre-analytical factors or other sample-specific effects cannot be ruled out as potential causes; the assay may be performing normally. The expected values section of the atellica im ca 19-9 instructions for use (IFU) indicates that 3.7% of tested samples from normal patients produced results >37 u/ml, so a certain number of elevated results from normal patients can be expected for this assay. The limitations section of the atellica im ca 19-9 IFU states the following: "do not use the atellica im ca 19-9 assay as a screening test or for diagnosis." "...elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases." "The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity." Based on the investigation, no product problem was identified. The customer is operational and no further support is required. Notes: in section h6, the codes for investigation findings and investigation conclusion have been updated. The following mdrs have been filed in association with the same issue: 1219913-2023-00005 supplemental 1; 1219913-2023-00006 supplemental 1; 1219913-2023-00007 supplemental 1.

Manufacturer narrative:
A customer from outside the united states reported observation of reproducible discordant, elevated atellica im ca 19-9 results for one patient. Ca 19-9 testing was performed to investigate a pancreatic issue for this patient. An unexpectedly high initial result led to additional testing, including CT and ultrasound. No other abnormal indications were observed. A sample from this patient was sent to an external commercial lab for ca 19-9 testing, where a different assay method is used. The result from the external lab was much lower; this result was considered consistent with the other diagnostic indications. Atellica im ca 19-9 testing was performed on four days in december (dec. 6, 7, 12, & 26); all results for this patient were >700 u/ml. Testing following sample dilution also produced an elevated result. Testing was performed using another atellica im analyzer at another site using both regular and heterophilic-antibody-blocking tubes; both results were elevated (>700 u/ml). Siemens is investigating. The following reports have been issued for this series of events: observation of (B)(6) 2022: MDR 1219913-2022-00005, observation of (B)(6) 2022: MDR 1219913-2022-00006, observations of (B)(6) 2022: MDR 1219913-2022-00007.

Event description:
The customer reports observation of reproducible discordant, elevated atellica im ca 19-9 results for one 37-year-old female patient. Ca 19-9 testing was performed to investigate a pancreatic issue for this patient. An unexpectedly high initial result led to additional testing, including CT and ultrasound. No other abnormal indications were observed. A sample from this patient was sent to an external commercial lab for ca 19-9 testing, where a different assay method is used. The result from the external lab was much lower; this result was considered consistent with the other diagnostic indications. There are no reports that treatment was altered or prescribed nor of any adverse health consequences due to the discordant ca 19-9 results.